Event description:
The customer reported a false negative reaction of reagent red blood cell p2 of biotestcell-p3 with solidscreen ii control. The customer typed the rh phenotype of the supposedly defective product and yielded discrepant results compared to the provided antigen table. The customer returned the supposedly defective product. Our quality control laboratory retested the complaint sample and confirmed the customer's result. Our quality control laboratory also tested the retained sample of biotestcell-p3, which yielded correct results. Only the one customer's complaint sample showed the incorrect result. Further testings showed that this reagent red blood cell was wrongly labelled: the reagent red cell was labelled as "p2" instead of "p3" in the product biotestcell-p3. Based on the findings a risk analysis was performed. The result of this risk analysis was that the risk for users of biotestcell-p3 is acceptable: the product is used for antibody-screening. Each package of biotestcell-p3 contains three different reagent bottles (p1; p2 and p3) taken from three different donors and an antigen table with the antigen description of each donor. In this case, in the package reagent red blood cells "p2" was missing but contained two bottles of "p3" instead. With the remaining reagent red blood cells, it is not possible to detect the clinical relevant antibody anti-e. Anti-e could affect a hemolytic transfusion reaction or haemolytic disease of fetus. Rh antibodies are frequent. The biotestcell p3 package insert recommends a suitable control for each test, which is a state of the art. With this control, the incorrectly labelled biotestcell p2 reagent will not give a valid result and the problem will be detected by the user. Due to the confirmed complaint further actions (deviation and field safety notice) were initiated. The affected lot has not been distributed in the u.s.

Manufacturer narrative:
This is our combined initial and final report on this incident